Event description:
"Even with extreme pressure, surgeon was unable to get the two blades of the scissors to close and come together (with compression of the two handle segments together), and was unable to cut the cystic duct to perform cholangiography. The handle segments were "frozen" and wouldn't allow scissor blades to close and cut tissue. (Dr.) Patient was fine. Circulating nurse had to go get another pair of sterile scissors, so the case was delayed a bit."

Manufacturer narrative:
The incident device has been returned and is now being evaluated. Upon completion of the evaluation, a follow-up report will be generated and a final response will be submitted.